Event description:
Info received indicates the brake is not holding on all four casters.

Manufacturer narrative:
The technician found the rubber tires on the casters were damaged from trying to move the bed with the brake on. The technician replaced the four casters to repair the bed.